Event description:
Boston scientific received information that there was concern regarding the longevity of this device as it had only lasted four years. However, there was report of higher pacing thresholds on the right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
As the patient was dependant, the physician elected to explant the device. The lead remains in-service. The device was being returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The elective replacement timestamp had occurred two days after explant. Through longevity evaluations analysis concluded that this device was on track to exceed its minimum longevity requirement. With the programmed threshold while implanted the longevity was normal.